Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported paramedic visit and hypoglycemia. No lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes. Chapter 13 / page 176. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported by the patient's wife that sometime between may and september, the paramedics had to come because of the patient's low blood glucose. The patient checked his blood glucose and the results were 32 mg/dl. He placed a v-go insulin delivery device to increase the blood glucose. He fainted and the wife had to call the paramedics. When the paramedics arrived they gave the patient two tubes of glucose gel. His blood glucose started to be normal and the paramedic left the house. The patient's doctor adjusted some of the insulin dose, from 2.4 units to 1.2 units for basal rate. The patient's wife does not remember how long the patient was wearing the pod. Patient's wife did not have the pod, could not obtain lot or sequence numbers. The wife stated the patient is currently taking medication that makes him sick. Wife did not advise what kind of medication the patient is taking or what it is for, but he has not been eating due to this medication. They suspend the pod when the blood glucose gets too low.